Event description:
Upon removal of lifeport vascular access device, several centimeters of the distal catheter had sheared off and was lodged in the atria of the pt's heart. Pt was transferred to a university hosp for disposition. Pt asymptomatic at time of transfer to univ hosp. Lifeport device sent with pt to univ hosp to ensure entire catheter retrieval as per surgeon's instructions.